Event description:
Patient was on vv ECMO [veno-venous extracorporeal membrane oxygenation]. The cap on the return cannula port (located in the patient's ij [internal jugular]) came off while patient was being intubated. The cap was promptly replaced.